Manufacturer narrative:
The 510(k)# is k073231. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter label was found to have smeared printing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter displays error 1, label is smeared and display is scratched. These issues were not resolved with troubleshooting.